Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the patient found their charger and was able to charge the ipg. Therapy was restored.

Manufacturer narrative:
Additional information indicates that the patient found their charger and was able to charge the ipg. Therapy was restored. This device is no longer considered reportable.